Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as nausea and vomiting and treated with the pump. Customer's blood glucose value was 75 mg/dl at the time of the call. Customer reported that the high blood glucose levels began in the morning. Customer declined to troubleshoot for high readings. The product was not returned for analysis.